Manufacturer narrative:
(B)(4). The ziv6-35-125-6-100-ptx stent of lot number c1187055 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. The patient¿s pre-existing conditions and anatomy characteristics are currently not provided with the complaint report. However, it is possible that difficult patient anatomy could have contributed to this event. It can be noted that stent fracture was noted after stent deployment. Additional information has been requested regarding the procedure, however no information has yet been received. A definitive root cause cannot be determined at this time. It may be noted that according to instruction for use, stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Pta was performed against the stent fracture. No harm was experienced by the patient quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After the deployment of the zilver ptx 35 drug-eluting stent, the surgeon noted through fluro that the stent was fractured. The surgeon went back in with a pta balloon and inflated the balloon at the fracture point to push the strut out. The stent remains in the patient with no harm to the patient.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6-100-ptx stent of lot number c1187055 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: four images photographed from an angiography monitor are provided along with the complaint report. One of the images was of the product label. One image was likely taken after initial implantation because the stent was significantly more constrained than on the subsequent two images. This image demonstrates that 17mm from the stent inferior end it was focally flared to 5mm. The stent was constrained to 3.5mm proximally and 4mm distally. A line was drawn to the site possibly marking the suspected fracture site location. No abnormality is discernable on the image in this location although the detail is insufficient to resolve specific cell struts and the inter-strut connections are completely invisible. The left sided cells flaring into the focally large artery segment were separated more than the adjacent struts but still only by .5mm. The two remaining images are similar however the stent was dilated successively larger on each image. On one image the stent diameter was 4mm. On what was likely the final image, it had reached 4.5mm. The flared segment remained at 5mm. Impression: the provided imaging does not demonstrate a stent fracture. It demonstrates normal stent flaring into a focally large arterial diameter. Detail is insufficient to exclude a fracture. The alleged fracture was either a misperception or was invisible on the provided images. Since no significant stent impingement on the lumen is evident, the fracture if present could not have been worse than a single strut type 1 fracture. Presumably the line drawn to the stent marked the alleged fracture. At this point the stent had not yet been angioplastied and was still significantly constrained. The appearance was consistent with normal flaring into a larger vessel diameter with appropriate and modest separation of adjacent stent apices. After subsequent angioplasty, the stent apex separation resolved as the stent diameter increased towards 5mm. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were not observed." According to the imaging review, the provided images do not demonstrate a stent fracture. It demonstrates normal stent flaring into a focally large arterial diameter. However, detail is insufficient to exclude stent fracture. The alleged fracture site was either a misperception or was not visible on the imaging. Stent fracture cannot be confirmed from the provided imaging, however, as detail is insufficient to exclude stent fracture, the complaint is confirmed based on customer testimony. From additional information provided, it is known that a 0.035¿¿ cook aes wire guide was used during the procedure. It can be noted that 0.035¿¿ is the recommended wire guide diameter to use with this device. The physician had previous experience with zilver ptx devices and the stent was deployed in accurate fashion as per IFU. No difficulties were encountered deploying the stent. The stent was fully deployed and the delivery system completely removed before the fracture was identified. The patient¿s pre-existing conditions are not provided with the complaint report. However, the target site was described as mildly calcified and non-tortuous. As imaging was unable to confirm stent fracture, a definitive root cause of this occurrence cannot be determined. It may be noted that according to instruction for use, stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Pta was performed against the stent fracture. No harm was experienced by the patient quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial event description submitted as follows: after the deployment of the zilver ptx 35 drug-eluting stent, the surgeon noted through fluro that the stent was fractured. The surgeon went back in with a pta balloon and inflated the balloon at the fracture point to push the strut out. The stent remains in the patient with no harm to the patient.